Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2. Strips not available for return.

Event description:
Caller reported blood glucose results of 22 mg/dl and 32 mg/dl on aviva system 1, 126 mg/dl and 119 mg/dl on neighbor's system, aviva system 2, within 10 minutes. No adverse event was reported. Neighbor declined replacement, no product returned from neighbor.